Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high platelets result with instrument generated flags on their coulter hmx hematology analyzer with autoloader. The erroneous platelets result was reported outside of the laboratory. There was no impact to patient treatment. A review of the analyzer control log and daily startup checks revealed that two (2) levels of 5c controls were outside of established ranges. In addition, the analyzer did not pass a background check for platelets. The patient sample was reassayed on an act 19 analyzer. An amended report was generated and reported outside of the laboratory.

Manufacturer narrative:
A field service engineer was dispatched to the customer's site. The fse replaced the red blood cell bath and aperture. The fse was unable to reproduce the issue. The fse verified the performance of the analyzer per established procedures. The root cause is unknown but may be related to hardware replaced during servicing of the analyzer. The analyzer did generate appropriate flags to alert the operator to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.